Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to the client site, and he found a sample level ground strap broken. The fse replaced ground strap, ran controls with results within ranges and no errors. The instrument was working as intended, and hence no further actions were required by field service. The probable cause of the event was a broken ground strap. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported that they get an error 2120, 2102 sample level detection and tip detach errors on their aia-1800. They indicated that sometimes the tip was going too deep into the tube the sample nozzle, hitting the top of the tube. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.